Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a damaged cable assembly 10 ft long. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the cable assembly 10 ft long. No further testing has been completed at this time and no repairs have been performed. If any additional information is received, a follow up MDR will be sent.